Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, while isolating the posterior wall (pw), the faradrive sheath was deflected with the faeawave catheter positioned on the posterior wall. At that point, the physician experienced an unusual tactile sensation, and fluoroscopic assessment revealed that the sheath had suddenly lost its deflection, becoming straight, with the catheter displaced to the roof. Attempts to re-deflect the sheath using the control knob were unsuccessful. No troubleshooting steps were performed. As the procedure was nearly complete, the physician elected to interrupt it. The procedure was therefore classified as incomplete due to this issue. No patient complications occurred, and the patient recovered fully.